Manufacturer narrative:
A promus select ous mr 20 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the middle and proximal end of the stent. Struts were found to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.75mmx19mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and moderately calcified left circumflex artery. After the lesion was engaged with a 6f non-bsc guide catheter and crossed with a non-bsc guidewire, pre-dilatation was performed with a 2x12 maverick balloon catheter resulting to 40% residual stenosis. Following pre-dilatation, a 20 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The lesion was dilated again with a 2.5x12 maverick balloon catheter, however, it was noted that the stent struts were damaged. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 2.75mmx19mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and moderately calcified left circumflex artery. After the lesion was engaged with a 6f non-bsc guide catheter and crossed with a non-bsc guidewire, pre-dilatation was performed with a 2x12 maverick balloon catheter resulting to 40% residual stenosis. Following pre-dilatation, a 20 x 2.75 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The lesion was dilated again with a 2.5x12 maverick balloon catheter, however, it was noted that the stent struts were damaged. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.